Event description:
It was initially reported that the physician's handheld was not responding to taps on the screen. A hard reset was performed but was unable to be completed since the screen was no responding to attempts to align the screen. It was confirmed that the handheld was in the unlock position. There was no dust or debris observed on the handheld on the screen. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planed but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that product analysis was complete on the handheld and flashcard. During the analysis it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pins 1 and 2 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.